Event description:
Ous MDR. A dislocation of the lead was reported after an implantation time of 3 1/2 weeks. A revision intervention was performed.

Manufacturer narrative:
Ous MDR. The lead was not returned for an analysis. Thus, the analysis is based on the existing production documents. The manufacturing process of this device was reviewed. The manufacturing documentation showed no anomalies that could be relevant to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.